Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure, during which the ipg was removed and replaced for an unknown reason.